Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment was returned. Visual inspection noted that the insulation portion appeared ripped, likely from pulling on the lead during the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout this test were abnormal. The test was not successful due to induced damage during the explant procedure. A fracture was observed at approximately 310 mm from the terminal end, most likely from induced damage from pulling on the lead. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, loss of capture (loc), high capture thresholds, and oversensing of noise. A lead fracture was confirmed. A lead revision procedure was scheduled. Further information was received that a revision was performed. The lead was unable to be fully extracted and broke during the procedure, therefore a portion of it was left implanted. The physician stated that a lead fracture was unable to be viewed on a chest x-ray. The physician stated the lead looked damaged during the inspection of the partially extracted portion. No additional adverse patient effects were reported. The extracted portion of this lead has been received for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, loss of capture (loc) and oversensing of noise. A lead fracture was confirmed. A lead revision procedure was scheduled. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, loss of capture (loc), high capture thresholds, and oversensing of noise. A lead fracture was confirmed. A lead revision procedure was scheduled. Further information was received that a revision was performed. The lead was unable to be fully extracted and broke during the procedure, therefore a portion of it was left implanted. The physician stated that a lead fracture was unable to be viewed on a chest x ray. The physician stated the lead looked damage during the inspection of the partially extracted portion. No additional adverse patient effects were reported. It is expected to receive the extracted portion of this lead.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements, loss of capture (loc), high capture thresholds, and oversensing of noise. A lead fracture was confirmed. A lead revision procedure was scheduled. Further information was received that a revision was performed. The lead was unable to be fully extracted and broke during the procedure, therefore a portion of it was left implanted. The physician stated that a lead fracture was unable to be viewed on a chest x ray. The physician stated the lead looked damage during the inspection of the partially extracted portion. No additional adverse patient effects were reported. The extracted portion of this lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal segment was returned. Visual inspection noted that the insulation portion appeared ripped, likely from pulling on the lead during the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout this test were abnormal. The test was not successful due to induced damage during the explant procedure. A fracture was observed at approximately 310 mm from the terminal end, most likely from induced damage from pulling on the lead.